Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed complete heart block (chb). Subsequently, a permanent pacemaker was implanted immediately following the procedure. No additional adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. The device remains implanted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.